Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). If explanted, give date: unknown/not provided. Device evaluation: the product was returned to the manufacturing site wrapped in medical gauze and kept inside a re-sealable plastic biohazard specimen bag. A visual inspection of the returned lens shows it was cut in half, most probably to aid in explant, and stuck to the gauze. The lens was removed from the gauze, cleaned with purified water and dried with compressed air to ease inspection. Minor cosmetic scratches were visible on the lens surfaces. How and when these damages were introduced; however, the lens condition is consistent with one that has been removed from the eye. If the noted defects were observed during manufacture, the lens would have been rejected. Based on the condition of the return, further analysis is not possible. The reported complaint event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 18.5 diopter intraocular lens (iol) was implanted in the patient's left eye. The patient was intolerant of the lens; therefore, the lens was explanted and replaced with a non-johnson and johnson lens. Reportedly, patient is doing fine post exchange. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4).